Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation, error code e315, was not confirmed. Additional findings include the following: the light cover glasses were stained, the light cover glasses adhesive was worn, the optical cover glass was stained, the optical cover glass adhesive was worn, the distal end adhesive was lifting, the insertion tube protector was worn, the plug body probe unit was contamination evident, the suction connector was water ingress, the image alignment was out of alignment, the downward right angulation was not to specification, the angle play (up/down/right/left) play (looseness) was evident, the electrical safety test was not to specification. This report is supplemented to provide additional information based on the legal manufacturer's final investigation. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was manufactured less than three years ago. Based on the investigation results, fluid likely invaded the scope connector while the user handled the subject device. The fluid invasion caused abnormality of the electronic component, resulting in the suggested event temporarily occurring at the user facility. However, a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The olympus customer services coordinator reported (on behalf of the customer) that there was a scope communication error 315 while using the evis lucera elite colonovideoscope. The issue occurred during preparation for use, and the procedure was completed with a similar device. No patient harm was associated with the event.